Event description:
It is reported that surgeon was using a vertebral body distractor, one of the tips of vertebral body distractor the broke off. Another distractor was used to successfully complete the procedure. The patient outcome was satisfactory. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.